Event description:
It was reported that during preventive maintenance, a pin was noted to be missing from the mobile power unit (mpu). The unit was removed from service.

Manufacturer narrative:
A1-a4: there was no patient involved: g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin in the patient cable was confirmed upon arrival of the returned mobile power unit (serial number: (B)(6). It was observed that one pin within the white lemo connector of the patient cable was missing. This specific pin pertains to a voltage return signal. The unit¿s ability to provide power to a controller was not affected by the pin¿s absence, as the system is designed with two redundant voltage return signals. The root cause of the observed damage could not be conclusively determined through this evaluation. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (section 3 ¿powering the system¿) describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook (section 6 ¿equipment maintenance¿) describes how to properly care for and clean all equipment, including the mobile power unit. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.